Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 396 mg/dl. It was also reported that the customer had ketones and was vomiting. It was stated that the insulin pump alarmed and it could not be cleared. The battery was changed and the device alarmed again. Troubleshooting was not performed because another battery was not available at the time of call. No further info was provided.